Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 20mm amplatzer septal occluder (lot# 7349157) was selected for implant in the patient. Upon deployment of the left atrial disc, the disc appeared misshaped in a cobra head pattern the physician retrieved the disc back into the amplatzer torqvue delivery system and re-deployed one more time. Upon the second deployment, the cobra head shape was apparent and it was decided to remove the device and exchange the device for a new 20mm amplatzer septal occluder (lot#7445773). The second 20mm amplatzer septal occluder was deployed without issue and was released after confirmation with tee and a push pull test. The physician stated that the asd closure was successful. The patient was not impacted, remained hemodynamically stable throughout the procedure and there as no significant clinical delay when switching to the new device. The patient is currently discharged.